Event description:
Customer reportedly received results of 483 mg/dl and 148 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.